Manufacturer narrative:
(B)(6). (B)(4).neither device nor applicable imaging studies available. No conclusion can be drawn.

Event description:
It was reported that a patient underwent posterior fusion at occipital-c5 levels (occipital plate + screws at c2-5 levels) for csm in the other hospital. Post-op, the patient complained of sounds around occipital. It was found that screw was backed-out. The screws below c3 were not removed in the revision surgery.